Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator changeout procedure. Upon interrogation, prior to the procedure, it was noted that the atrial lead exhibited noise oversensing causing pacing inhibition. Upon visual inspection, during the procedure, external insulation damage was found allowing blood ingress. The atrial lead was repaired (B)(6) 2021 and remains implanted. The patient was in stable condition throughout the procedure.